Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010, inratio: 3.7 inr, reference: 2.6 inr, mean: 3.15, confidence limits: 1.9-4.6. Date: (B) (6) 2010, inratio: 3.6 inr, reference; 2.5 inr, mean: 3.05, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. Accuracy test was performed on returned meter and returned/retain strips. Test result indicated accuracy has met. Product deficiency was not established in strip lot#214534. Meter functional test was performed. Cell resistance testing failed caused by contamination. Direct relation between cell resistance failure and contamination has not been established. There is no sufficient information to determine the root cause of customer's test result discrepancy. As of 03/26/2010, 6 discrepant results complaint was reported for lot #214534 yielding a complaint rate of 0.030%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for among samples for strip lot 214534 are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010, inratio: 3.6, lab: 2.5. Date: (B) (6) 2010, inratio: 3.7, lab: 2.6.